Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error alarm was noted. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at display window corners and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called reporting a motor error alarm on his insulin pump. His blood glucose level is 128 mg/dl. The motor error alarm occurred during bolus. The bolus delivery delivered three units of insulin and then alarmed motor error. The alarm was cleared. Customer uses the sensor feature. He was advised that a false motor error alarm may be caused by viewing the sensor glucose graph during bolus delivery. Customer is able to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.